Event description:
Perclose misfired on placement into femoral arteries. Physician had to close arteries at the end of the case (abdominal aortic aneurysm repair) by doing bilateral femoral cut-down incisions and repair of arteries.